Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with repair of recurrent abdominal incisional hernia using 11x14cm composix kugel patch, excision of 5cm lipoma, left lumbar area due to recurrent midline abdominal incisional hernia, 5-cm, lipoma, lumbar area. It was reported that following insertion the patient experienced pain, erosion. It was reported that patient underwent excision of exposed mesh, cystoscopy, and coaptite injection, of the bladder neck on (B)(6) 2008, mesh revision/removal on (B)(6) 2009, closure of rectovaginal fistula on (B)(6) 2009, gracilis muscle flap to perineum, complex closure, open perineal wound on (B)(6) 2009, surgical treatment of complex rectovaginal fistula w/transperineal approach w/closure of the tract on (B)(6) 2010, cystourethroscopy, right rigid ureteroscopy, basket extraction of the right distal ureteral calculi, placement of double-j stent on (B)(6) 2010 and cystourethroscopy, removal of vaginal mesh from the anterior wall, vaginoplasty on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that patient underwent left side separation of components, ventral hernia repair, left parastomal hernia repair, left spigelian hernia repair, strattice underlay, exparel intercostal muscle blockade, lysis of adhesions and ostomy resitting on (B)(6) 2014 due to multiple recurrent left-sided ventral hernia, left parastomal hernia and loss of domain. It was reported that patient underwent complex abdominal wall reconstruction with primary repair of parastomal hernia, complex abdominal wall reconstruction with ventral hernia repair, abdominal wall reconstruction with stratus underlay biologic mesh and vertical panniculectomy on (B)(6) 2012 due to complex abdominal wall defect, parastomal hernia on the left side, ventral hernia on the central aspect of patient¿s abdomen, and vertical pannus with excess skin, subcutaneous tissue hanging below her pubis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele, rectocele and stress incontinence. It was also reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other non specific outcomes. It was further reported that on (B)(6) 2008, the patient underwent excision of exposed mesh, cystoscopy and coaptite injection of the bladder due to mesh exposure and urinary incontinence. On (B)(6) 2009, the patient underwent treatment of complex rectovaginal fistula and removal of foreign body due to complex fistula and extruding mesh. The patient underwent removal of vaginal mesh from the anterior wall and vaginoplasty due to dyspareunia and vaginal mesh in the anterior wall on (B)(6) 2012. Additionally, on (B)(6) 2008, she underwent ileostomy secondary to erosion of vaginal mesh, extrusion of vaginal mesh, extrusion of vaginal mesh, infection of vaginal mesh, formation of a rectal fistula due to mesh migration into the rectovaginal septum, infection of the rectal fistula, recurrent urinary problems, including leakage and frequency, recurrent urinary tract infections, severe abdominal pain, severe pelvic pain, vaginal bleeding and discharge, rectal bleeding and discharge, bowel problems, including fecal incontinence, neuromuscular problems, dyspareunia and other physical and emotional injuries. On (B)(6) 2008, the patient underwent revision of ileostomy due to malfunction, stenosis secondary to erosion of vaginal mesh, extrusion of vaginal mesh, infection of vaginal mesh, formation of a rectal fistula due to mesh migration into the rectovaginal septum, infection of the rectal fistula, ileus due to malfunction of the diverting ileostomy, recurrent urinary problems, including leakage and frequency, recurrent urinary tract infections, severe abdominal pain, severe pelvic pain, vaginal bleeding and discharge, rectal bleeding and discharge, bowel problems, including fecal incontinence, neuromuscular problems, dyspareunia and other physical and emotional injuries. It was reported that the patient underwent posterior colporrhaphy, excision of mesh from the rectovaginal septum and repair of a complex rectal fistula on (B)(6) 2008. It was also reported that on (B)(6) 2009, she underwent examination under anesthesia, removal of mesh, removal of foreign calculus, treatment of complex fistula. It was further reported that on (B)(6) 2009, the patient underwent removal of mesh from the vaginal cuff and anterior vaginal wall. On (B)(6) 2009, the patient underwent surgical repair of complex fistula. Additionally, (B)(6) 2009, she underwent closure of rectovaginal fistula, complex connecting of the gracilis muscle flap to the perineum, complex closure of open perineal wound. On (B)(6) 2010, the patient had treatment of the complex fistula and cystoscopy. It was reported that on (B)(6) 2010, she underwent complex connecting of the right gracilis muscle flap to the perineal wound, surgical treatment of complex rectovaginal fistula with transperineal approach and closure of the tract. It was further reported that the patient underwent cystourethroscopy, right rigid ureteroscopy, basket extraction of right distal ureteral calculi and placement of double-j stent on (B)(6) 2010. On (B)(6) 2011, the patient underwent takedown of ileostomy and colostomy, lysis of adhesions, repair of hernia, repair of three recurrent vental hernias with stratus underlay and primary repair of hernias, removal of mesh from previous hernia repair. On (B)(6) 2011, she had surgical repair of the complex fistula, excision of protruding mesh and biopsy of mesh. The patient underwent surgical treatment of complex rectovaginal fistula via anal approach on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent bard implanted on (B)(6) 2006.